Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly. Product requested, not yet received.

Event description:
The customer received a 14mm reamer packaged as a 9mm.

Manufacturer narrative:
Upon further review, it was determined that this failure for this same or similar device has not led to serious injury.

Manufacturer narrative:
Reported event was confirmed due by review of device history record. Review of the DHR indicated that the label attached did not match the part manufactured. The manufacturing record indicates the part number corresponds to the 14 mm part. The label attached to the DHR shows a different part number. Stock investigation was completed on the device. Visual review of the devices received from stock show the label to be for the 9 mm device; however, the etching on the device is for the 14 mm device. The complaint is confirmed as both of the sealed packages exhibit this same failure. One (1) of the devices was opened to perform a dimensional analysis to confirm the size of the reamer. The analysis shows the reamer is etched correctly as it relates to a 14 mm reamer. Root cause is determined to be a supplier labeling issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The customer received a 14mm reamer packaged as a 9mm. No adverse event has been reported as a result of this malfunction, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch and corrected information. (B)(4).